Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 249 mg/dl (with an accu-chek guide meter) and 115 mg/dl or 116 mg/dl (user could not recall the exact value with another accu-chek meter).